Manufacturer narrative:
Consumer was sent a prepaid label to return the product for eval, but the consumer has not returned the product.

Event description:
Consumer alleges she was using a humidifier during the night and awoke to a burning smell and bright light inside the unit. She unplugged it to carry it outside and then it was on fire. No injuries were reported with this incident.